Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 4 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the device was fired on the cystic duct, the clip was twisted and not formed properly at the first firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.